Event description:
It was reported to baxter taiwan that an infusor lv 5 device was leaking during filling. The device was being filled with chemotherapy medication when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: this device was not returned to baxter for evaluation. Therefore, no root cause can be identified. A batch review was conducted which found no nonconformances.